Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Mother reported, the insulin delivery of the infusion device has been inaccurate for the past 3-4 weeks. The infusion device has displayed e4 occlusion and e6 mechanical errors. Mother checked the infusion set and it was "ok." Mother believes the infusion device piston rod does not function correctly. Blood glucose elevated as high as 400 mg/dl, and normal blood glucose is 100-150 mg/dl. Mother was able to control patient's blood glucose. Mother switched patient to the backup infusion device on (B)(6) 2011, and blood glucose returned to normal. Infusion device was not dropped or exposed to electromagnetic fields, water, or insulin ingress. Patient had not started new medication but had a cold. Infusion device was replaced and requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.